Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient underwent an attempt to remove a retrograde nail due to a total knee replacement. There was no allegation against the nail, except the tibial nail was unable to be removed. It is unknown if there was a surgical delay. There is no further plan to remove the tibial nail at this time. Procedure outcome and patient status is unknown. Concomitant devices: locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown expert tibial nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary updated event description: it was reported that on (B)(6) 2019, the patient underwent removal of the retrograde nail was performed and an attempted due to a total knee replacement, there was no allegation against the nail, except the tibial nail was unable to be removed. It is unknown if there was a surgical delay. The patient outcome is unknown. Customer quality investigation: the implant(s) was not returned, and the investigation will be completed based on the supplied image(s) from the attachments (1 image(s) from the attachment(s) located in notes & attachments section of the product complaint). The image(s) was reviewed, and the complaint condition could not be confirmed as no issues were noted with the implant from the x-ray that would make it difficult to remove. As the implant(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the provided image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown expert tibial nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during removal of a retrograde nail (due to a total knee replacement) on (B)(6) 2019, the expert tibial nail was unable to be removed. There is no further plan to remove the tibial nail at this time. Procedure outcome and patient status is unknown. Concomitant devices: locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for an unknown expert tibial nail. This is report 1 of 1 for (B)(4).